Event description:
The customer reported error of proximal pressure sensor autozero failed appeared. During o2 flow accuracy testing, on-screen values did not appear. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The 3rd party authorized service personal (asp) was dispatched to customer site and he confirmed the reported issue. The asp replaced flow sensor assembly and completed the periodic maintenance and repair. The unit passed performance specification successfully and was returned to use. Based on information provided and/or service performed, the customer¿s alleged malfunction was confirmed, or failed to meet specifications.

Manufacturer narrative:
H10: the faulty air flow sensor was received for technical failure investigation (fi). The product investigation laboratory (pil) conducted the fi, and the reported issue was confirmed. During troubleshooting the fi found u1 pins 2 and 6 had out of specification voltage ouput during zero flow. The pil concluded that the out of spec u1 sensor caused the reported failure mode. The device was not being used for treatment when the reported failure occurred. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The investigation concludes that no further action is required at this time. H11: updated contact information, contact office entity, and manufacturing site.